Event description:
It was reported that a researcher working with patients that have activa rc+s neurostimulators implanted noted that with a custom app that they have developed, the implant is outputting a current between 0-0.1ma when the implant is programmed to 0ma. The caller indicated that they determined this both by the information reported by the implanted neurostimulator during the interrogation with their application and by measuring the current from the lead. The caller stated that they have recorded this with multiple patients within the past one year. The caller stated that they could not provide any personal health information for the patients.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.